Event description:
Additional information received indicated that insulation damage was visually confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise resulting in oversensing and low pacing impedance was noted on the right ventricular (rv) and right atrial (ra) lead. Provocative testing was performed and noise was reproduced in real time. Insulation damage is suspected to be the cause of the event. The rv and ra lead were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2020-08566.